Event description:
It was reported that the atrial lead exhibited noise resulting in inappropriate mode switches and fast pacing rates. The lead was explanted and replaced with no complications. The patient did not experience any adverse consequences.

Manufacturer narrative:
(B)(4)